Event description:
Healthcare professional reported a right deflation and exchange from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) observed two openings striated on posterior side assessed as surgical damage. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed. Yellow particles on the surface of the shell. Crease fold observed.

Manufacturer narrative:
Health effect-f1905 device revision or replacement. Information contained in this report was previously submitted through asr on (B)(6) 2014. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation and exchange from textured to smooth due to the concerns of the product. The device has been explanted.